Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had normal blood glucose levels of 92 mg/dl. The mother of the customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated even though it was not supposed to. The customer reported that the insulin pump activated the threshold suspend with a sensor glucose reading of about 48 mg/dl where the actual blood glucose level was about 92 mg/dl. Troubleshooting was done. The customer reported a bent sensor. The customer also reported a bad sensor alert and a change sensor alarm from the insulin pump. No additional information was provided.